Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized with a high blood glucose of 16 mmol/l. It was stated that his blood glucose went from 1.7 to 16 mmol/l, and he checked himself into the emergency room. It was stated that the customer had been having problems with the infusion sets, and had issues with the insulin pump "draining out insulin" but he never called to report the issues. Nothing further was reported.